Event description:
A customer reported experiencing a minimum fill notification with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to resolve the issue by cleaning the pump and reloading the cartridge, but these attempts were unsuccessful. Technical support guided the customer through filling and loading a new cartridge, which also did not resolve the issue. As a result, the case was escalated for further assistance, and the customer used multiple daily injections (mdi) as a backup therapy.